Manufacturer narrative:
Updated information can be found in the following fields: g4, g7, h2, h3, h6, and h10. 4315- the 0 degree endoscope instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations confirmed the customer reported complaint of "focusing issue." Failure analysis identified the front (negative) lens detached in the left eye. The endoscope cannot be repaired and will be scrapped.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 0 degree endoscope instrument for evaluation; however, the failure analysis (fa) investigation has not been completed. A follow-up MDR will be submitted after the completion of the fa investigation. No images or videos were shared for the event. Log review: a review of the instrument log for the 0 degree endoscope instrument (470026-62/sf1720725) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2020. This complaint is being reported based on the following conclusion: a fragment reportedly fell inside the patient and was not retrieved. Unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the fragment to fall. Isi attempted to obtain additional information related to the event, and to confirm the source of the fragment that fell, but no additional information has been provided as of the date of this report. The patient's current statu,s and whether the patient developed any complications from retaining a foreign object are unknown at this time. This endoscope has 2,000 lives, which are tracked by the da vinci surgical system. This reported issue occurred immediately following the endoscope's 155th usage and, therefore, had not expired. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0 degree endoscope had a focusing issue. The customer reported that a fragment fell inside the patient and was not retrieved. The procedure was completed with no other reported issues. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.